Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: removal of textured device due to product concern and the implant was "coming out of the skin".

Event description:
Healthcare provider called to report a removal of textured device due to product concern and the implant was "coming out of the skin". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, cloudy in the gel, wear abrasion, deformation device and creases fold. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider called to report a removal of textured device due to product concern and the implant was "coming out of the skin". This record is for the right side. The device has been explanted and replaced.